Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 55cm optease retrievable vena cava filter did not advance through the sheath, even after maneuvers were performed to assist its progression. An additional inferior trapease vena cava filter was used. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was not returned for evaluation. Addendum: per pe findings, the cannula of the bts csi is separated.

Manufacturer narrative:
As reported, the 55cm optease retrievable vena cava filter did not advance through the sheath, even after maneuvers were performed to assist its progression. An additional inferior trapease vena cava filter was used. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. Product evaluation was performed on a brite tip sheath (bts) that was received non-sterile inside a clear plastic bag and unpacked for evaluation. The shipment included the obturator, the filter mounted within the winged storage tube, the bts csi, and the vessel dilator; the cannula of the bts csi was separated approximately 42 cm from the proximal end, and the separated piece was not returned for analysis. All other returned components were inspected and showed no damage or anomalies. Dimensional analysis of the bts cannula was performed near the separation area and confirmed that the outer and inner diameters were within specification. Functional evaluation demonstrated no impediment, resistance, advance difficulty, or obstruction: the bts csi and vessel dilator were flushed with water with unobstructed flow, a 0.035-inch guidewire and vessel dilator advanced smoothly as a single unit into the bts csi without resistance, the obturator was inserted through the proximal end of the lab winged storage tube, and the filter was advanced through the bts csi as expected. The filter was fully expanded, and visual inspection under magnification confirmed that neither the filter barbs nor other returned components exhibited damage or anomalies. Visual inspection of the separated edges of the cannula under the vision system revealed elongation in a consistent direction with an angular, uniform cut pattern, characteristics commonly associated with separation caused by a cutting tool, with no other notable features observed. Overall, dimensional analysis, functional testing, and visual inspection of the returned components did not provide evidence to suggest that the observed separation was related to the device design or manufacturing process. The reported "catheter sheath introducer ¿ obstructed ¿ particles/material cannot be injected" and "filter ¿ impeded" were not seen during the product evaluation. However, the malfunction "cannula ¿ separated" was observed. The exact cause of the reported event cannot be determined. Product evaluation results suggest the separation was caused by a cutting tool, with no other notable features observed. Device separation was not reported; therefore, the possibility it was intentionally cut after removing the device from the patient cannot be excluded. The separated portion of the cannula was not returned; therefore, the entire device could not be assessed for filter advancement difficulties. The reporting facility did not provide information regarding procedural circumstances or other contributing factors that could be used to evaluate device labeling; therefore, a device labeling assessment could not be completed. Based on the information provided and the results of the product evaluation, no labeling-related deficiencies were identified. Based on the information provided and the product evaluation results, there is no evidence to suggest that the event is related to the manufacturing or design process. Therefore, no additional actions will be taken at this time.